Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the test was1.1¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function were ok. We tested the suspected meter with in house control solution and returned strips (strip lot number: d160223-1). The control solution tests for level low were 60/59 mg/dl, for level high were 260/272 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. We also tested the retain strips of the same strip batch (strip lot number: d160223-1). The control solution tests for level low were 59/55 mg/dl; for level high were 247/249 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. There is no quality difference on the patient's strips and our retain strips in the warehouse, all results were within the acceptable range.

Event description:
It was reported that medical attention was sought on (B)(6) 2016 at 10:30am after the end user's sister-in-law discovered he had collapsed and had been confined to the floor for 11 hours beccause he was not able to move. He was in a state of confusion and had a dry mouth. The paramedics were called and performed a blood glucose test with their meter but the sister-in-law could not recall the result or any information related to any treatment administered. The end user was admitted to the hospital and has remained hospitalized for several weeks. The nurse at the hospital compared the end user's prodigy meter with their meter. The prodigy meter read significantly higher. No additional information was provided in relations to the medical event.